Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge and infusion set tubing. Reportedly, the cartridge was filled with cold insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the cartridge was primed to resolve the issue.